Manufacturer narrative:
The device was received for evaluation. During functional testing, a false upstream occlusion alarms was not reproduced. A review of the event history log revealed upstream occlusion alarms. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification ultrasonic sensor. The upstream sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had alarmed upstream occlusion during testing at the biomedical service department when none was present. There was no patient involvement. No additional information is available.